Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of gfax2826 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (gfax2826) have been reported from the same facility.

Event description:
Per sales rep, the facility reported that a patient had to have a tube exchange due to a cracked hub. The catheter removed and replaced. This reported addresses catheter two.